Event description:
It was reported that the patient had a break in aseptic technique further described as touch contamination, where patient made a mistake during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. One month after onset of the peritonitis, the patient was hospitalized. Treatment was not reported. Pd therapy was withdrawn on an unknown date. At the time of this report, the patient had not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error, further described as a touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.